Manufacturer narrative:
Correction made to e1: initial reporter first name: (B)(6) (previously submitted as see h10). Correction made to e1: initial reporter last name: (B)(6) (previously submitted as see h10). Two (2) actual devices and three (3) photographs of the samples were received for evaluation. The actual devices were received with only a partially filled solution. Visual inspection of the actual samples did not identify any abnormalities that could have contributed to the reported condition. Fill port caps were removed and no issue was observed of the connector or cap areas of the actual samples. The photographs were reviewed and particulate matter was observed in the primary container of one sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "a plastic like particle" was found in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified before use. There was no patient involvement. No additional information is available.